Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the unit pumps the wrong volume during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. Troubleshooting determined that the pumps gearbox and flex circuit were causing the reported condition of wrong volume during testing. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reports the unit pumps the wrong volume during testing.